Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, upon oversewing the staple line on the stomach, the device was difficult to toggle and unload. The needle fell out of the jaws into the patient cavity. The surgeon tried to reload the same needle back into the jaws and the handle started crunching and jammed at this point. The needle was retrieved with graspers. A new handle and reload was used with no issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was improperly loaded with a needle and could not be unloaded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of an improperly loaded needle may occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.